Manufacturer narrative:
G4:28jan2021. B4:29jan2021. The bio-med indicated the battery was replaced which resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jul2020.

Event description:
The customer reported unit not charging battery. The customer indicated replaced battery due to preventive maintenance (pm) and that the battery was 5 years old and the unit showed 11.8v battery volts in the pneumatics screen. The remote manufacturer's service technician advise the customer to swap out the battery to see if the unit powers on. The customer swapped out the battery and the unit powered on. The customer advised the battery was in storage and is new, (B)(6) 2018. Customer is going to keep charging the battery to see if can get battery to charge. The customer followed up with the remote manufacturer's service technician and indicated the battery that was on a shelf and will not charge. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.